Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, the skin expander was allegedly damaged. It was further reported that it allegedly could not enter along the guidewire. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, the skin expander was allegedly damaged. It was further reported that it allegedly could not enter along the guidewire. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. Dilator tip damage could not be noted from the given photos. Therefore, the investigation is inconclusive for the reported dilator material integrity problem and advancement failure issue. A definitive root cause could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.